Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. Stored electrograms (egms) show farfield r-wave oversensing (ffos) resulting in inappropriate atrial tachy response (atr) mode switch. Further review of programmed parameters was recommended to avoid ffos. The battery status is normal, and the lead measurements are satisfactory. The device remains in service. No adverse patient effects reported.